Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 384.0 pg/ml. The result was higher than expected and questioned by the patient, so the sample was repeated. The repeat value was 11.0 pg/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
No calibration influence was observed. Controls were acceptable prior to the event. A general reagent or analyzer issue was not present. The field service engineer inspected and cleaned the sample probe, sipper probe. The incubation tray was cleaned. Water quality and quality control results were normal. The investigation did not identify a product issue. The issue is consistent with contamination of the instrument. After cleaning and decontamination, all checks were acceptable. Medwatch fields d1, d2, d4, g1, and g4 have been updated.